Event description:
It was reported that during a follow-up, the electrical function of the lead was tested and noise was observed. The patient received a hv shock due to noise. X-ray did not show any abnormalities. The device is currently turned off. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.